Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor it was reported by patient that the device was not helping and their symptoms had come back starting a few months ago (2019). During call, troubleshooting was done with patient programmer. It was determined that the patient did not have the device on and that could be a reason why the system was not helping. Patient states they didn't know how long the device was off for. The stimulation was too strong so they lowered it and could now feel it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they did not know the cause. They must have accidentally turned it off. They mentioned the issue has resolved some but not much. Assistance was offered to patient over phone to make an adjustment to settings however patient states they will wait and just talk about it with healthcare professional (hcp). No further complications were reported or anticipated.